Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d10 (concomitant medical product ¿ medical product): camera control unit therapy date: (B)(6) 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, front panel turns off and alarm goes off, could not be identified. We surmised that the front panel turned off and alarm went off due to faulty cr board. Root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿as a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomenon.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unite front panel display disappeared, and an alarm generated. The issue was found during preparation for use and the diagnostic procedure was completed using a similar device. There were no reports of patient harm.